Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen was cracked.

Manufacturer narrative:
Updated fields -b3, b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed touchscreen was cracked on bottom left corner. The fse replaced touchscreen assembly and the touchscreen test "pass". All manifold test "fail" so the safety disk was requested for replacement. The fse replaced safety disk (0202-00-0140). Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation findings), h11. Corrected fields - h6 (health effect).